Event description:
The customer reported his blood glucose reached 499 mg/dl a little over 26 hours after the pod was activated and he noticed the cannula was out of his skin.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.